Event description:
It was reported that failure to capture and high capture threshold was observed on the left ventricular channel. Lead revision will be performed but has not been scheduled yet. No further information was provided.